Event description:
It was reported that surgeon attempted to put a 3.5 locking screw into a circular hole of the variax 2 compression plate (catalog#: 629509, lot#: j45185) but the screw would not lock the plate - it kept spinning and wasn't completely flush with the surface of the plate. Eventually, small pieces of metal were shaved off leaving silver ring in the surrounding the hole of the plate. Another plate was used instead.

Manufacturer narrative:
The reported event that a «locking screw variax full thread 3.5mm/l12mm» would not lock into a circular hole of a «compression plate narrow straight variax2 9 hole/l114mm», but it kept spinning and small metal pieces were shaved off leaving a silver ring in the surrounding of the hole, could not be confirmed, since the devices were not returned for evaluation and no other evidences were provided. Since the «compression plate narrow straight variax2 9 hole/l114mm» was not returned, a visual inspection could not be performed. It was reported that the screw was inserted into a circular hole of the plate, manually and in no angle. A drill guide was used, there was no hard bone, and the final tightening was performed by hand with a t10 screwdriver. A deviation from the instructions for proper usage of the devices could have definitely led to the reported no locking event. Please keep in mind that the instructions for proper use of the devices should be followed at all times. As per IFU (v15013), ''ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] single use devices cannot be reused, as they are not designed to perform as intended after the first usage.'' As per op.tech. (Vax-st-2_2017-12873), ''the circular holes in the plates provide an option for locking and non¿locking. The oblong compression holes are designed to work with non-locking screws. [¿] the variax 2 compression plates are used with either 3.5mm or 2.7mm screws. Additionally, all screws in the system are inserted with the same t10 screwdriver. [¿] all screws can be angulated up to +/-15 degrees in circular holes. In oblong holes, non-locking screws placed in the neutral position can be angled up to 15 degrees in the off¿axis plane. These angles are controlled by using the appropriate polyaxial drill guide when drilling. [¿] during bone screw insertion in an oblong hole, the surgeon should rely on tactile feedback to prevent excessive torque which may result in thread/bone stripping, screw damage/pull through, or screwdriver damage. When the screw is fully seated during final tightening, an increase of resistance indicates sufficient screw fixation. [¿] the longer broad plates are pre¿contoured to fit the anatomy of the radius. Although not always necessary, all of the plates may be contoured to adapt to individual patient anatomy or fracture fixation technique. Avoid sharp bends, reverse bends or bending the device at a screw hole. [¿] color coding of the screws and appropriate instruments helps identify the components during surgery as the color identifies the screw diameter. [¿] if power insertion is used, it must be used at low speed. Final tightening of the screw should be performed by hand to avoid damaging the screw-plate interface. [¿] the self¿retaining blade cannot be used with the screw holding sleeve. [¿] if excessive resistance is felt during insertion or if the bone is dense it is recommended to use a tap.'' An improper handling of the devices could potentially lead to the reported malfunction. However, please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the devices are returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device was not returned

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that surgeon attempted to put a 3.5 locking screw into a circular hole of the variax 2 compression plate (catalog#: 629509, lot#: j45185) but the screw would not lock the plate - it kept spinning and wasn't completely flush with the surface of the plate. Eventually, small pieces of metal were shaved off leaving silver ring in the surrounding the hole of the plate. Another plate was used instead.